Event description:
It was reported in a literature publication that the (B)(6), healthcare cost and utilization project, was reviewed to determine the prevalence of bmp use, associated complications, costs, and potential predictors of use in pediatric spinal arthrodesis in the united states. The authors included children aged 18 years or younger who had undergone primary or revision spine arthrodesis in 2009. Complications assessed included medical, neurological, wound healing, infectious, and those related to breathing and dysphagia. Nationally, bmp was estimated to be used in 9.2% (95% ci, 7.3%-11.0%; unweighted n=771) of cases. The estimated prevalence of in-hospital complications in those who received bmp was 24 patients and in those who did not receive bmp was 271.

Manufacturer narrative:
Literature article citation: dodwell et al. Off-label use of bone morphogenetic proteins in pediatric spinal arthrodesis. Jama; october 10, 2012; vol 308, no. 14: 1429-1432. A2: pediatric. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.